Manufacturer narrative:
Evaluation revealed the tibial comp, singlecoated us version, medium, the sliding core uhmpwe, 7mm and the talar comp,single coated us vers small, left to be the subject products. No further associated products were reported. A review of the device history records revealed no discrepancies. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. A physical examination could not be carried out as the devices were not available for evaluation (implanted). In the case presented a patient had been treated with star on (B)(6) 2002. On (B)(6) 2016 the patient returned to the hospital for a follow visit. X-rays taken on (B)(6) 2016 showed the devices to be intact. A small radiolucency of 4 mm was found at anterior/ lateral. According to information received a treatment was not prescribed by the attending physician. Cysts in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure¿ ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability¿debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ cysts were furthermore clinically assessed by a consultant hcp: ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the available information, a deficiency of the devices in questions was not verified. As the exact cause of cysts is still poorly explained / understood and probably multifactorial, a correlation between the implants and the reported cyst could not be excluded. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause. Osteolysis and/or other periprosthetic bone loss (like cysts) are listed in the IFU as adverse effects.

Event description:
Radiolucency of 4mm was reported. Patient had hx of osteoarthritis, breast cancer, nephrolithlasis, hypothyroidism, osteopenia, knee pain, and back pain. Patient had an olif on the foot in 1992.

Manufacturer narrative:
(B)(4). Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Radiolucency of 4mm was reported. Patient had hx of osteoarthritis, breast cancer, nephrolithiasis, hypothyroidism, osteopenia, knee pain, and back pain. Patient had an olif on the foot in 1992.